Manufacturer narrative:
A supplemental report will be submitted after a second on-site investigation of the unit is conducted, as well as a failure analysis of the malfunctioned power supply unit once it is received by the plant.

Event description:
A patient user facility reported that immediately upon power up of a machine, prior to morning therapy, a power supply unit began to smoke and flames were visible. After the incident was observed, the unit was immediately powered off. The smoke and flames ceased after the unit was powered off. The machine was located in the back room of the hemodialysis clinic when the incident occurred. There were no adverse effects to the technician. There was no patient on the unit, no patient treatments were affected and no damage to the facility occurred as a result. The technician replaced the machine fuses, bridge rectifier, triac and relay, then called fresenius technical support where he was advised to replace the power supply and to check the power logic board, the motherboard and actuator/test board for any burnt components. On (B)(6) 2015, a fresenius regional equipment technician went to the user facility to perform a follow up to the previously reported events and check the machine status. The power supply unit from the (B)(6) 2015 incident was available for evaluation and returned to (B)(4) mfg site for additional analysis and investigation. Upon arrival, the machine had been repaired by the clinic's biomed and a replacement power supply installed. The fresenius technician inspected the card cage and power supply and found no signs of burning and or scorching evident in the interior of the cabinet, or on the card cage. The fresenius technician reassembled the machine, ran it in dialysis mode and verified all functional checks. The machine was at an extra station of the treatment floor and plugged into a dedicated hospital grade outlet. The fresenius technician inspected the power cord and plug on power supply which showed no evidence of burning or heat damage. Fresenius technician noted the machine appeared in good shape and no evidence of burning could be found, although once the card cage was opened, there was a light lingering smell of burnt electronics.

Manufacturer narrative:
An on-site (field) evaluation of the device was performed and it confirmed the replaced power supply resolved the burning smell issue. The investigator performed the functional checks and it completed without further issues. Device functioned as expected and was returned to service w/out issues. The device history record (DHR) was reviewed on 11/18/2015. According to the last DHR entry dated (B)(6) 2013, there were no noted issues relating to the current reported burning smell issue. There were no deviations or nonconformance during the manufacturing process.

Manufacturer narrative:
In addition to the inspection by a fresenius field service technician, the actual power supply unit part was returned to the manufacturer for physical evaluation. During the visual inspection of the power supply discolored cable connections were encountered. The white cable from the power cord to the power switch was found with brown discoloration at the connection point of the power switch. The power switch was found to have one of its prongs not properly installed. A series of tests were run after the alleged part was used on a machine set-up and treatment simulation. The machine self-tests failed with the complaint part installed (power supply). The complaint power supply failed to power on. The machine self-tests passed with the complaint part installed. The loading pressure is 25 psi, deaeration pressure is -24 inhg and flow pressure is 35 psi and no presence of fluid leaks. All values are within specifications. The reported issue of a burning smell/smoke/flame could not be confirmed.